Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer reported symptoms of dizzy and sweating and self-treated with sugar. The customer took a fingerstick reading of 5.6 mmol/l compared to the adc device reading 3.7 mmol/l. The customer "took insulin as a reaction to the low readings" (type/dose unspecified). There was no report of death or permanent impairment associated with this event.